Manufacturer narrative:
This issue cannot be further investigated due to the absence of a lot number. A request for this type of information is not feasible, as mentioned in the meeting with the customer, held on 06/12/2024. However, a follow up attempt has been made to the customer due to the matter. The customer confirmed that they supplied a tandem syringe to the end-user but stated they were unable to provide the lot number because the event was reported by the end user approximately eight days after it occurred. As a result, without the lot number, we are unable to conduct a thorough investigation or determine the root cause of the issue. -(B)(4)

Event description:
Customer reported bent needle and reported that she accidentally stuck the needle in her hand. Patient did not require medical intervention. Patient was able to resolve the issue by changing the syringe